Event description:
A problem was reported. Patient reported there was no change when he got the first implant in 2001. Stated he went into the situation for the problems to be resolved they have never been resolved. Patient reported at a particular point in the situation a suggestion was made ¿there¿s a problem with the pump¿ therefore the pump was replaced. About two month after the reported event, a company representative reported the patient had indicated the pump never worked how it was promised ¿ it never eliminated the extreme jerking of his limbs, caused by multiple sclerosis. Patient said he had a series of issues with the pump, the leads and the doses of medication that he blames for causing spasms and twitches. He described it as been like a puppet ¿ ¿someone is dangling a string connected to your limbs and you can't control it¿. System used to deliver baclofen. If additional information is received a report will be provided.

Manufacturer narrative:
Product ID 8709, lot# j0056643r, implanted: 2001-(B)(6), product type catheter. (B)(4).